Event description:
Pt tripped coming out of shower room and as he was stumbling, he grabbed the shower curtain which gave way, causing pt to fall and hit his right foot on the portable commode. Commode was unlocked. Pt's right foot was caught between wheel and metal lock, causing 4th toe to be severed. Pt was on psych unit transferred to ER for evaluation. Admitted to ortho for amputation. Condition stable at this time.